Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the bed. The bed was located in the bed park at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this info, no further action is required.